Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report 3005099803-2009-03619 for the other associated device info. It was reported to boston scientific corp that a radial jaw 4 single-use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B) (6) 2009 (male pt over 50 yrs old). According to the complainant, during the procedure, samples could not be obtained with the first two devices, as the jaws could not close enough to bite and grasp a tissue sample. The procedure was completed with a third radial jaw 4 single-use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B) (4) - won't close. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).